Event description:
As reported to coloplast though not verified, pt was implanted with restorelle y mesh. Later the pt experienced erosion and exposed mesh persistent post-void dribble. A single blue fiber of the midurethral sling could be seen along the anterior vaginal wall. A partial wall. A partial explant and excision of vaginal sling mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.